Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded some non-sustained ventricular tachycardia (nsvt) and one episode in the vt-1 zone. Noise was seen on the egm on the right ventricular (rv) sense channel. The patient did mention that the patient was not doing anything at the time of the last stored episode only remembering that he was having breakfast and was drinking coffee, nothing that would include fast movements. During the follow up visit, attempts were made to reproduce the artifacts that were noted on the egm by manipulating the device in the pocket, letting the patient sit up, moving his arms and myopotentials were seen on the egm channel of the right ventricle. Nevertheless, the device seemed to discriminate the artifacts correctly and only marked real heartbeats. This device was reprogrammed. Boston scientific technical services reviewed the available data and mentioned that on a previous episode showed noise pattern that could be consistent with diaphragmatic myopotential pickup. In both instances pacing inhibition is already documented. Boston scientific technical services provided troubleshooting options. Additionally, the local boston scientific representative was notified that the left ventricular sensing was turned off and there was no further information as to why it was programmed off, but the local boston scientific representative was told that x-rays were performed, and no visual lead impairment was noticed. No adverse patient effects were reported and this device and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded some non-sustained ventricular tachycardia (nsvt) and one episode in the vt-1 zone. Noise was seen on the egm on the right ventricular (rv) sense channel. The patient did mention that the patient was not doing anything at the time of the last stored episode only remembering that he was having breakfast and was drinking coffee, nothing that would include fast movements. During the follow up visit, attempts were made to reproduce the artifacts that were noted on the egm by manipulating the device in the pocket, letting the patient sit up, moving his arms and myopotentials were seen on the egm channel of the right ventricle. Nevertheless, the device seemed to discriminate the artifacts correctly and only marked real heartbeats. This device was reprogrammed. Boston scientific technical services reviewed the available data and mentioned that on a previous episode showed noise pattern that could be consistent with diaphragmatic myopotential pickup. In both instances pacing inhibition is already documented. Boston scientific technical services provided troubleshooting options. Additionally, the local boston scientific representative was notified that the left ventricular sensing was turned off and there was no further information as to why it was programmed off. No adverse patient effects were reported and this device and rv lead remains in-service.